Event description:
It was reported that the patient developed an infection. The left ventricular lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics. (B)(4).